Manufacturer narrative:
The technician replaced the hi/low cable to repair the bed.

Event description:
Information received indicates the service light is on, but the bed is working. The technician found the hi/low cable was cut with exposed wiring.